Event description:
Pro air hfa child finds it plugged and has to flush to get it to deliver med and complains that it doesn't deliver med to help his breathing....this is the 4th pt I've had to complain about the pro air inhalers and I did report it to their rep. Dose or amount: 2 puffs. Frequency: q4 hours prn. Route: inhal. Diagnosis or reason for use: asthma.